Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There were reports of resuscitation performed by ems. There is no indication that the monitor malfunction caused or contributed to the patient's death, as the device was fully functional and able to deliver a treatment pulse while in the field. The electrode belt sn (B)(4) has not yet been recovered from the field. Review of the download data does not indicate an electrode belt malfunction that would cause or contribute to the patient's death. Electrode belt was fully functional during use in the field. Device manufacture date: monitor: 09/03/2012. Belt: 09/17/2015.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2017 while reportedly wearing the lifevest. Prior to passing, the patient received six treatment shocks. The patient was reportedly at home and unconscious at the time of the event. Ems was reportedly present, and CPR was performed. There were reports that paramedics had "cut something" from the lifevest. At 00:39:31 on (B)(6) 2017 the lifevest detected an arrhythmia. ECG shows that the patient's rhythm was vf. Gel was released and a defibrillation shock was delivered at 00:40:08 while the patient was in vf. The post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was in asystole for 32 seconds before the rhythm transitioned back to vf. A second arrhythmia (vf) was detected at 00:40:55. The patient received two more treatments at 00:41:14 and 00:41:48 while in vf. The post-shock rhythm of each shock was asystole for three seconds with recurrent vf. The patient then received three more treatments at 00:42:41, 00:42:43, and 00:43:04 while in vf. The post-shock rhythm of each of these treatments was vf. No further treatments were delivered during the run of vf, as the lifevest is designed to deliver a maximum of five treatments in a single treatment sequence. Following the sixth treatment, the patient remained in vf with CPR artifact. The patient's rhythm then transitioned to asystole with CPR artifact/motion artifact. The patient remained in asystole until the electrode belt was disconnected. Asystole is considered a non-treatable rhythm by the lifevest.